Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 at 2:00 am the patient experienced the symptoms of sweating, sleepiness, had difficulty speaking and she felt 'awful'. The patient reported her blood glucose level was 54 mg/dl. The patient administered self-treatment by consuming glucose and disconnected from the pump. She did not seek any emergency medical attention. The patient alleged the pump gave her an extra bolus dose of 10.20 units insulin that she did not program. A review of the pump history records the 'combo' bolus which included the additional 10.20 units. The patient claimed she did not program this combination bolus into the pump. The pump was returned to animas for evaluation. Evaluation revealed the pump history recorded that on (B)(6) 2012 at 8:15 pm a 11.35 unit combo bolus was programmed into the pump, and that 10.35 units from that bolus were delivered. Delivery was stopped due to the pump being suspended. There was no issue found with the keypad. The pump was exercised and found to be accurately delivering insulin as programmed. The pump passed testing; there was no issue found with the pump. The patient's technique may have been incorrect by programming a combo bolus. The pump was evaluated and passed testing. However, as the patient suffered symptoms and blood glucose levels suggesting severe hypoglycemia while using the pump, and received treatment with glucose, this complaint is being reported.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed the pump history recorded that on (B)(4) 2012 at 8:15 pm a 11.35 unit combo bolus was programmed into the pump, and that 10.35 units from that bolus were delivered. Delivery was stopped due to the pump being suspended. There was no issue found with the keypad. The pump was exercised and found to be accurately delivering insulin as programmed. The pump passed testing; there was no issue found with the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.